Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported rupture and "left axillary adenopathy at levels I and ii (the largest at level I measuring 17 x 12 mm, which also seems to have infiltration by the silicone) and in both internal mammary channels." Diagnosed by MRI. This is related to the right side. Device has been explanted.